Manufacturer narrative:
Argus case (B)(4).

Event description:
Thought he suffocated [suffocation feeling]. Bristle stucked in throat [foreign body in throat]. Swallowed a loose bristle [foreign body ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation feeling in a male patient who received gsk toothbrush (dr.best milchzahn) toothbrush for oral hygiene. This case was associated with a product complaint. On (B)(6) 2020, the patient started dr.best milchzahn. On (B)(6) 2020, an unknown time after starting dr.best milchzahn, the patient experienced suffocation feeling (serious criteria other: serious acc. To reporter), foreign body in throat (serious criteria gsk medically significant) and foreign body ingestion. On an unknown date, the patient experienced product complaint. Dr.best milchzahn was discontinued on (B)(6)2020 (dechallenge was unknown). On an unknown date, the outcome of the suffocation feeling, foreign body in throat, foreign body ingestion and product complaint were unknown. It was unknown if the reporter considered the suffocation feeling, foreign body in throat and foreign body ingestion to be related to dr.best milchzahn. Additional details: the consumer stated that both the children use dr best. Unfortunately, something very unpleasant happened yesterday and their son swallowed a loose bristle incl. The metal plate so violently that they thought he suffocated yesterday. The bristle with the loose metal plate went out and stucked in his throat. This should not happen in adults toothbrushes and certainly not in children. The consumer attached the pictures. Follow up information was received on 24 jul 2020 from quality assurance (qa) department regarding complaint (B)(4) and (B)(4) ( issue number) for unknown lot number. The investigation report concluded that the complaint stands unsubstantiated. No defect sample available for further confirmation and investigation till than. After check on the defect picture, filaments of the loose hole and adjacent holes were found deformed severely, but no deformation found for filaments in other holes. Besides, the anchor size should be within specific range based on the visual assessment for the loose anchor, hence the possibility is precluded that anchor with relatively small size failed to fixed all the filaments, resulting filaments easily loose in consumer use period. Based on the above analysis, that was preliminarily determined that the defect should be resulted from improper use of the consumer (such as biting bristles). And further confirmation would be conducted once the defect sample is acquired. In addition, from the perspective of the process, that cannot be completely ruled out that bristle falling off defect was caused in the following condition. The tufting needle and tufting nozzle was slightly worn out in production process, thus the part that contacts with the anchor wire was not parallel as usual, and in the high speed running of the tufting machine, the anchor wire was occasionally inserted into the tufting hole in slant condition. For the anchor in the tufting hole was tufted in slant condition , thus the bristles cannot be fixed effectively and the bristles of that tuft are easily fall out when certain force was applied. For this factor, anchor falling preventive checking records of tufting machine has been deployed in workshop in april 2018, requiring technician of each shift to conduct checking for tufting needles for two times and record the results. And the site has started in april 2020, required the workshop technician to check and confirm the wearing status of the tufting nozzle every 3 months, and replace or repair immediately if there was any wear, which was to reduce the possibility of defect 4 product leaking out. Further analysis would not be conducted until the defect sample was available. Thus that complaint would be closed as unsubstantiated temporarily and the complaint would be reopened when the defect sample was acquired. Non significant follow up received on 27 jul 2020: no new medically significant information received.